Event description:
It was reported that a dexcom g7 continuous glucose monitor displayed ¿connect cgm or enter bg¿ during sensor warmup and experienced intermittent communication consistent with signal loss. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue resulting in intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.